Event description:
It was reported while using tube sst plh 13x75 3.5 plbl gold br the caps rupture and sample spills. The following information was provided by the initial reporter: tubes have been presenting defect that causes the caps rupture, and sample spill at the moment of transportation and handling.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: . Medical device lot #: 2120756, medical device expiration date: 2023-04-30. Device manufacture date: 2022-06-02. Medical device lot #: 2120758, medical device expiration date: 2023-04-30. Device manufacture date: 2022-06-02.

Event description:
It was reported while using tube sst plh 13x75 3.5 plbl gold br the caps rupture and sample spills. The following information was provided by the initial reporter: tubes have been presenting defect that causes the caps rupture, and sample spill at the moment of transportation and handling.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, two-hundred (200)retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop-off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.